Event description:
It was reported that the device was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. A sentinel cerebral protection system was placed in the patient. The physician successfully performed the transseptal puncture and inserted the was. The physician then positioned the was in the laa of the patient and inserted the wds. The closure device was recaptured, repositioned, and redeployed three (3) times in the patient before being positioned in an acceptable location. The closure device was released from the core wire and successfully implanted in the laa of the patient. The physician believed that there was a thrombus that had formed on the core wire that remained attached to the closure device post release. The thrombus was attempted to be aspirated and removed from the patient, but it would not dislodge from the closure device. The physician felt that this was not a thrombus, but a part of the closure device fabric. No other interventions were performed for this. The patient did not experience any complications or consequences as a result of this event. The patient has been discharged from the hospital and will have a normal follow-up procedure in six (6) weeks.